Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneous troponin (accu tni) result that was generated by the unicel dxi 800 access immunoassay system for a single patient. An initial accu tni result was 19.10ng/ml. The result was not reported out of the lab. The sample aliquot was re-centrifuged and then re-tested for accu tni on the unicel dxi analyzer and on a different instrument in the customer's lab. The results were: 0.12ng/ml and 0.19ng/ml for the unicel dxi analyzer and the different instrument respectively. Accu tni result of 0.12ng/ml was reported out of the lab. A different tube from this patient, but from same draw was tested for accu tni on a 3rd instrument and a result of 0.31ng/ml was obtained. Two more draws from this patient tested for accu tni on the unicel dxi instrument gave results of 0.99ng/ml and 1.33ng/ml. Both results were reported out of the lab. Bci has received no reports of injury, death, or change to patient treatment attributed to this event.

Manufacturer narrative:
Qc is run each shift and was within specs prior to the event. Samples were not flagged with error flags and no errors were posted to the event log. The original sample was a plasma sample, collected in a greiner gel tube. Based on available information, the original primary tube was approx 1/3 full. The specimen did not appear cloudy, no fibrin or clots were visible. A field service engineer (fse) was not dispatched for this event. A field applications specialist (fas) was in the customer's lab in 2008, to assist customer in evaluating pre-analytical sample handling issues, and to implement a rerun protocol. Although pre-analytical sample handling could be a contributing factor, a clear root cause for this event has not been concluded to date. A malfunction will be assumed for the purpose of this report.